Event description:
A healthcare worker reported that they removed a pouch with biological indicator from a sterilized load and noted that their index and right fingers of the left hand started stinging and they turned white in color. Some residual white discoloration remained the morning after the event. They immediately washed their hands. Did not go to employee health. It was reported that the vaporizer plate was ir place.